Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and high out of range pacing impedances greater than 2000 ohms. Both parameters were noted to have been increasing since the patient's previous follow-up in (B)(6) 2016. This patient is not dependent on lv pacing. The physician decided to increase the lv pacing outputs and continue monitoring the system. This lv lead remains in service. No adverse patient effects were reported.